Manufacturer narrative:
H6. Review of lot records/work orders, prior reports. No issues were reported.

Event description:
The physician reported on a 30-day follow up form (dated 6/27/06) for a patient implant in 2006, that in a follow up visit in 3/06; the patient had a follow up CT - found no endoleak, but stenosis of right limb. Twelve days later, the patient returned with symptoms of claudication in the right lower limb. The patient was treated approx one month later with ballooning and a stent was placedd in the right iliac limb of the existing stent graft. Two weeks later, the patient returned for a follow up visit and had no symptoms of claudication and strong peripheral pulses.